Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 11-dec-2025 against "lot number 6000377 and similar malfunction codes: occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded), occlusion in the tubing and/or tubing connectors reduced flow. The review confirmed that lot 6000377 and the identified failure mode are not associated with any ncrs or corrective and preventive action (CAPA)s plan of the same or similar nature. Similar complaints search: a query was run in the eqms on 11-dec-2025 against "lot number" criteria equal 6000377 and similar malfunction codes occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded), occlusion in the tubing and/or tubing connectors reduced flow. The count of complaint is 1. The complaint number is 2097889. Device history record (DHR) review: the lot 6000377 was manufactured according to the work instruction (wi) version [27] manufactured in the line [inset 30 l1 on 17 /apr/2023 with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 3d00159 was manufactured according to thewi version [55] and manufactured in the machine sc07, on 10/apr/2023, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 3d00158 was manufactured according to the wi version [55] and manufactured in the machine sc07, on 10/apr/2023, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 3c01641 was manufactured according to the wi version [55] and manufactured in the machine sc07, on 20/mar/2023, with a total of (B)(4) units. The sub-assembly, gluing of tubing of the lot 3c01684 was manufactured according to the wi version [55] and manufactured in the machine sc07, on 20/mar/2023, with a total of (B)(4) units. Non-conformance (nc) related to several production orders were detected with and without legend "duplicate production order" is not associated to reported issue on this complaint. Therefore, the overall review of the DHR confirms that all required process-related tests were completed and met the applicable requirements. No deviations were identified, and no maintenance events were recorded in relation to the complaint code. Conclusion: DHR review identified minor findings. They were managed according to procedure and did not impact compliance; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi-001031 (monthly trips and alerts).